Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the patient incurred a pseudo aneurysm and an infection after the used of the angio-seal device. On (B)(6) 2018, the procedure before deploying the device was a pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The procedure was properly performed and hemostasis was successfully achieved. On (B)(6) 2018, the patient was discharged from the hospital. He could walk then, but he complained about a pain around the puncture site. A few days later, the patient saw an orthopedist due to a pain in his leg. On (B)(6) 2018, he had a fever at 40 degrees celsius and rested at home. On (B)(6) 2018, the patient was brought to the hospital by an ambulance. Surgical intervention was performed for a pseudo aneurysm and (B)(6). Debridement around the puncture site was performed and the anchor was removed. Then, it was observed that the anchor was broken, which may have caused the pseudo aneurysm. Blood loss was reported to be less than 250cc. The patient's condition has been serious and unstable. There were no other devices or equipment used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.